Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the moderately tortuous circumflex (cx) artery. The 3.5x08mm nc trek balloon dilatation catheter (bdc) was advanced to the target lesion without reported issue; however, the balloon completely failed to inflate and the bdc was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A new 3.5x08mm nc trek bdc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis and the reported product quality issue was confirmed; however the difficulty to remove was not. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record revealed no non-conformances. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch, the following updated case details were received: it was reported that some resistance was felt during removal of the device from the coil. The protective sheath was removed from the balloon without resistance and damage was noted in the folded balloon. The device was not used. A new nc trek 3.5x08mm was used to complete the post-dilation. There was no additional information provided. The returned device analysis revealed the inner member was separated near the proximal end of the proximal marker. There was no additional information provided.